Manufacturer narrative:
Medwatch report numbers 1820334-2017-03260, 1820334-2017-03261, 1820334-2017-03262, 1820334-2017-03263, 1820334-2017-03264, are 1820334-2017-03265, are related. Investigation - evaluation: a review of the documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. No issues were found related to the reported complaint. The complaint device was not returned for investigation, and no images were provided for review. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. The redo single lumen tpn catheter is shipped with instructions for use (IFU) which state the proper warnings, precautions, and instructions for use with each device. Per the IFU, ¿extreme caution must be used in placement and monitoring of catheters. Silicone catheters are not designed for power injection. Catheter rupture may occur. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow.¿ there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined at this time, however appropriate measures have been initiated to address this failure mode. A quality engineering risk assessment was conducted to assess the risk of this failure mode and concluded that risk reduction is recommended. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the tunneled redo single lumen tpn catheter broke and had to be repaired. This repair was carried out using a cook tpn single lumen catheter repair set. The customer confirmed that the patient did not experience any adverse events. The circumstances surrounding the use and handling of the device are not known. The device is reportedly unavailable for return.